Event description:
Diagnosed with chronic active hepatitis of autoimmune origin, with "lupus like" symptoms, biopsy, CT scan, confirmed diagnosis. Enzymes now within normal range on prednisone and imuran 100 mg daily. Enzymes first elevated in 1988, hepatitis b negative, treated with prednisone and enzymes normalized, joint pain, fatigue, skin rash, and liver dysfunction.